Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the wire was inserted into a patient's nephrostomy and seemed to get caught on the tip of the drain making it incredibly difficult and unsafe to remove. The external wrapping wire appeared to uncoil inside nephrostomy. The nephrostomy exchange was safely completed through accessing the tract along the side of the drain. Nephrostomy and failed device were removed safely.

Manufacturer narrative:
The suspect device was returned for evaluation. The unravelled coil was observed; however, the root cause of this defect was not determined during the investigation. No manufacturing defects were detected during a detailed inspection and measurement of the guide wire. As the device was used, it is not known if this defect originated from manufacturing. It is possible that this defect originated from use. As a result, the true root cause is unknown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.